Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that three weeks prior to this report, the patient¿s healthcare professional (hcp) tweaked the patient¿s deep brain stimulation (dbs) which sent the patient¿s abilities into a tailspin. The patient has had quivers, shaking, hand won't open, and more freezing incidences since then which the patient thought was related to the device. The day after the appointment was reportedly difficult for the patient and they could barely move. The patient went back to their hcp and had the settings put back to where they had been before the initial appointment. About a week later, the friend/family member did not like what the patient was telling her and thought the patient might have a urinary tract infection (uti) because they get chronic utis. The patient was admitted to the hospital the next day with a uti and blood in their urine. The patient thought this was sort of related to the device. The patient was put in a rehabilitation facility three to four days after hospitalization, where they were at the time of this report. No further complications were reported.

Manufacturer narrative:
Review of this MDR by medical safety shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.